Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The device was explanted and replaced. The patient reported pain and suffering and expressed concern that the ICD was not functioning properly. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071 implantable pacing lead (B)(6) 2011; 4076 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011. (B)(4).

Event description:
It was also reported that the left ventricular (lv) epicardial lead experienced high thresholds. The lead was capped. No patient co mplications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.